Event description:
It was reported that a damaged catheter was found before use with a 22g x 1.00in (0.9 x 25 mm) insyte. The following information was provided by the initial reporter, "stylette has punctured the side of the catheter." 2 occurrences were reported.

Manufacturer narrative:
The change is the following: h.4 reason code for no evaluation: other; see h.10 h3 other text : see. H.10.

Manufacturer narrative:
Investigation summary: photo evaluation no pictures were received for evaluation sample evaluation. A, b and c are not applicable as no sample is returned. No samples were received for evaluation. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/no pictures were received. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance.

Event description:
It was reported that a damaged catheter was found before use with a 22g x 1.00in (0.9 x 25 mm) insyte. The following information was provided by the initial reporter, "stylette has punctured the side of the catheter." 2 occurrences were reported.